Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 19jan2025 was reviewed. At 19:39:09 while connected to battery power, a driveline power fault alarm activates due to a pwr_a_broken fault. This driveline power fault alarm was active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding if any products were exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determine through this analysis. The device history records were reviewed for the 14v battery clip (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a driveline power fault alarm since 2 days ago. After download, the alarm was able to be cleared and it did not immediately retrigger. Log files were sent for review, and the log files captured driveline power fault alarms beginning at 7:27 pm on (B)(6). A modular cable and system controller exchange was recommended. There were no other unusual events recorded in the log file event history. The patient's international normalized ratio (inr) resulted as subtherapeutic, so no exchange was performed yet. Plans were made to inject with lovenox to bridge inr and perform the exchange later in the evening.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.